Manufacturer narrative:
(B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. It was reported that patient faced 2-3 boxes of infusions set tube leakage event on (B)(6) 2024. Infusion set has been used for 2 days. The blood glucose level was over 250-380 mg/dl. Customer replaced infusion set and resumed insulin successfully no further information available.